Event description:
The patient was admitted with the chief complaint of chronic sigmoid diverticulitis and underwent an extend left colectomy with descending coloproctostomy and mobilization of splenic flexure in 2002. The fascia was closed at midline with size 1 looped absorbable suture, beginning at each pole and ending in the middle. Pt was discharged six days later in reportedly good condition. Twelve days later, pt was again admitted for administration of a broad spectrum antibiotic for a superficial wound infection. Subsequently, the pt was treated at various times, both as an inpatient and outpatient, for recurrent infection as well as for surgical removal of suture granuloma and suture remnants. In 2003 the pt presented with a large incisional hernia and several smaller hernias. Five days before the patient underwent a surgical repair with infra-abdominal mesh. The wound was reported as small and almost healed as of 2003, but two months, another hernia was noted at the lower pole of their incision.